Event description:
It was reported that when using the bd preset¿ arterial blood collection syringe, there was white foreign matter found on the steel needle. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: material #: 364314 lot/batch #: 3087214 bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
D9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-january -30th. H.6 investigation summary: material #: 364314, lot/batch #: 3087214. Bd received 1 sample and 2 photos for investigation. The sample and photos were evaluated and the indicated failure mode for foreign matter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that when using the bd preset¿ arterial blood collection syringe, there was white foreign matter found on the steel needle. No patient impact reported.

Event description:
It was reported that when using the bd preset¿ arterial blood collection syringe, there was white foreign matter found on the steel needle. No patient impact reported.

Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.